Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Citation: minim invas neurosurg 2011;54: 257¿259. Doi http://dx.doi.org/10.1055/s-0031-1284394.

Event description:
It was reported in a journal article (massive swelling of surgicel fibrillar hemostat after spinal surgery. Case report and a review of the literature) that the patient underwent partial laminectomy l2 and l3 on an unknown date, for a high-grade spinal stenosis and absorbable hemostat was used to control bleeding from the epidural venous plexus. The hemostatic material was not removed after adequate hemostasis had been obtained. The immediate postoperative course was uneventful. One day after surgery, the patient complained about progressive worsening pain at the operated level. A non-contrast lumbar CT scan showed no evidence of a postoperative hematoma or other complication. Subsequently, the patient developed a slight weakness in the distal part of her legs. Mr imaging showed a horseshoe-shaped mass compressing the dural sac at the operated level from posterior and both sides. Because postoperative hematoma was suspected, the patient was re-operated. No hemorrhage was seen but swollen firm piece of absorbable hemostat was found compressing the dural sac and subsequently removed. Postoperatively, no neurological deficit or pain was present. The patient recovered well and was discharged in good condition one week later.